Event description:
Upon trying to remove the spiderfx device from the body the wire snapped off and the basket and a portion of the wire was left in the body. The physician tried to snare the wire to remove the wire and basket that way but the wire snapped again. At that point the remaining wire and basket were left in the body. The patient had to have the leg surgically bypassed to resolve the symptoms.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. Additional correction.

Manufacturer narrative:
A review of the manufacture records for this device could not be conducted because the lot number is not available. Additional information has been requested. Should it become available a supplemental report will be submitted.